Event description:
According to the reporter: the blue tip broke off at the seal during the insertion of the trocar and fell into the abdomen. The surgeon was able to retrieve the part out of the cavity, adding 5 minutes to the case. There was no unanticipated blood loss of more than 250cc. There was no pt injury.

Manufacturer narrative:
(B)(4).